Manufacturer narrative:
Log file analysis review date: (B)(6) 2016. Logs review dates from (B)(6) 2016. Normal power consumption. Additional notes: 60 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 2.3 lpm. 2 high watt alarms have been logged at the following times: (B)(6) 2016 at 12:43:02, (B)(6) 2016 at 13:01:04, the high watt alarm limit is currently set to 5.5 w. 7 electrical fault alarms have been logged since (B)(6) 2016. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2016 for electrical fault alarms. On (B)(6) 2016 the patient was prepped with heparin for the driveline cleaning procedure, it was stated that there were two rounds of cleaning performed and that each round lasted 30 seconds for a total of one minute of pump off time. It was further stated that the patient remained conscious throughout the procedure. An elective controller exchange was also performed and the controller was removed from service due to contamination. No additional information provided.